Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the rear response button was intermittently non-functional. The cause for the intermittently defective response button was an open connection due to a crease in the response button ribbon cable. The monitor was functional. The root cause for the creased response button ribbon cable could not be positively identified. . No adverse event resulted from the creased cable.

Event description:
During an investigation of a monitor for an unrelated issue, a reportable malfunction was found.